Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (384-392 mg/dl). The pump supplies were changed. A correction bolus via the pump and insulin injections were used to address the bg level. The customer did not know the cause of the high bg and thought that allergies/bodily changes may be contributing to the high bg. A pump system check was performed and no device issue was identified. Reportedly, the customer changed the infusion set site and resumed insulin delivery.